Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint during the investigation process. A 10u audio bolus and normal bolus were successfully performed and both were accurately recorded in the pump history. The total daily insulin totals are consistent with the users programmed basal rate for a 24 hour period. The bolus history shows the following boluses on (B)(6) 2013; a 5.95u at 12:54 and a 6.15u at 23:38. No hypersensitive keys were observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is missing the history of boluses given and blood glucose levels. The reporter also stated that the history does not print out in the (B)(6) reports. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.